Event description:
Customer alleged blood glucose results of 211 mg/dl, 106 mg/dl, and 69 mg/dl when testing was performed back-to-back on the advantage system. Customer reported symptoms of low blood glucose, and self-treated with fruit; customer stated he felt better within 30 minutes. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.